Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to load the operating system and remained on a "restarting" screen for over an hour. A field service engineer (fse) confirmed that rebooting did not resolve the issue and reimaged the station with data synchronization. The latest firmware, eset v12, component manager 5.30, and the firewall rules package were installed. Beyond trust access was verified, credential management was enabled, bio ID login functionality was confirmed, and medication access was successfully validated. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, stuck on updating and keeps turning off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.